Event description:
It was reported that approx 7 years after filter implant, three detached filter limbs were incidentally identified. Allegedly, two limbs were located in the heart and one in the lung. Reportedly, the pt has had 15 invasive surgeries since the filter was implanted. The pt is currently asymptomatic. There are no plans to remove the filter or detached limbs at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.